Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft migrated distally an unknown distance due to tortuosity and angulation of the aortic neck, resulting in a proximal type 1 endoleak (see MFR # 2953200-2010-024xx). An aneurx aortic cuff, a talent converter and a talent occluder were implanted on (B)(6) 2010 in an attempt to resolve the endoleak; however, the endoleak was still present. The decision was made to perform a surgical conversion at a later date; however, no intervention has been performed to date. No additional clinical sequelae were reported and no further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (tortuous and angulated aortic neck) (migration, endoleak).